Event description:
The customer reported that during prime, the luer leaked at the connection of the 5001106. The sample was saved and will be returned to quest. Product code 5001102; lot number 27706.p09.